Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. When the physician deploys a wallflex¿ biliary transhepatic stent, the stent would migrate requiring the implantation of another wallflex¿ biliary transhepatic stent to complete the procedure. No patient complications were reported.